Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During inflation at 23 atmospheres, the balloon burst. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During inflation at 23 atmospheres, the balloon burst. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was more than 70% stenosed and severely tortuous. The balloon was inflated twice for 3 minutes.